Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the white part of the tissue pad came off the instrument as it was being placed into the pt. The instrument was removed and white tissue pad was retrieved. The surgeon finished the case with another blade. There was no consequence to pt.